Event description:
Respiratory therapist and a rn witnessed that the "protective blue piece" at the end of the stiff tie on the bite block had fallen off and landed in a pt's mouth. Rt supervisor checked the device and found that the tip does indeed dislodge fairly easily. Had it not been for rt and rn attention to detail, that piece could have been aspirated by the pt with potentially disastrous consequences. This event has occurred on more than on occasion resulting in near aspiration of the small part. Device usage problem: other.

Manufacturer narrative:
After reviewing the anecdotal report submitted by the user and a comprehensive review and statistical analysis of the device history records, spanning back three (3) yrs for this device, we have determined the following: the complaint rate is two (2), including this complaint, in 421,000. The other was of a similar nature, the cap was found in the pt's mouth. That's a complaint rate of .00000475%. This statistically demonstrates the safety and efficacy of the product. After reviewing of the device history records, lot# d224213 showed that there were no issues or deviations during production and quality inspection results were acceptable. Based on all the info provided to us, we believe one of the following three (3) events may have occurred: the cap was not securely installed, as our i.f.u. Indicates it must be. The pt reached up and dislodged the cap, in which case the pt should have been restrained to prevent this or other issues, such as disrupting an i.v., o2 supply, etc. Both event 1 and 2 occurred concurrently. We have determined no corrective action is warranted for the device or the i.f.u. We regard this as an isolated incidence of a user failing to follow the i.f.u. And/or sound r.t. Practices.